Manufacturer narrative:
(B)(4). Product performance engineering has reviewed the case description, however, the product was not returned for analysis. Factors which can contribute to resistance between the guide wire and the ivus include, but are not limited to, contrast/blood buildup, kinks, bends, handling, or damages to the guide wire or ivus. The design of low profile devices has resulted in minimal clearance between the guide wire and the ivus. In certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in the reduced clearance condition can cause the coils to be damaged, increasing the diameter of the guide wire. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the guide wire. Reportedly, after the guide wire was removed outside the patients anatomy, the tip coils were observed to be stretched which is consistent with product handling during the procedure as there was no reported damage during the inspection prior to use. The guide wire and the ivus were not returned which could have aided in the investigation. To ensure that resistance does not result a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. As it was reported that the guide wire was pulled with some force when resistance was met, it should be noted that the instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Overall, the reported stretched tip coils appear to be related to the operational context of the procedure and a conclusive cause could not be determined for the reported inability to position and retract and there is no indication of a product quality deficiency.

Event description:
It was reported that the case involved the right coronary artery (rca) that was not tortuous or calcified. The vessel was wired with no problem. Intravascular ultrasound (ivus) was advanced over the guide wire and sluggish resistance was met between them; however, ivus was continued successfully. Upon removal of ivus, resistance was met again and pulling with some force, the ivus device was removed and the guide wire was then removed. Outside of the patient, the tip coils of the guide wire were observed to be stretched. It was confirmed that the guide wire was not separated. There was no patient injury. Though requested, no additional information was provided.